Manufacturer narrative:
Customer is an engineering firm that is using unit for research and development. They needed something that would heat water for testing purposes. We do not sell to firms like this so they are ordering a heating element from (B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was not heating. There was no patient involvement.